Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson¿s dual movement disorders. The patient reported that they are recharging their ins more frequently than expected. The patient reported that they were told they would potentially only need to charge once a week and their ins would last for 30 days, but they are instead charging daily for 1-2 hours. The patient is beginning the charge when the ins is ¾ full. The patient has had no reprogramming to different groups, and has not had an increase in stimulation settings. The patient does not charge the ins to 100% full and technical services advised to charge to the sufficient screen. The patient reported that they received 8 coupling bars when charging the device. Technical services reviewed that a duration of 1-2 hours a day to charge the ins from 75% to 100% could be accurate. No patient symptoms reported.